Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: adhesion(s): unable to observe, as it is not related to the device. Capsular contracture: unable to observe, as it is not related to the device. Migration: unable to observe, as it is not related to the device. Additional observations: no other observation observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. Device has been explanted. Healthcare professional, later reported, "superior capsule was strongly adhered to the ribs and muscle". And "animation deformity".

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Continued e.1 postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device remains implanted.